Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated bladder surgery and since then the ipg has not been able to connect to external devices. Patient did not turn surgery mode on. Troubleshooting steps were taken, but the ipg would not connect.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Follow-up indicates the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was replaced. Therapy was restored.